Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available. D10: concomitant medical product: svb13, impl scr-v sbm 3.7mm 3.5m m 13mm, lot: 0404184 g4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported two fractures of the upper part of the implants at tooth sites 46/47 observed at the end of the clinical procedure. The process was not completed with other implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) svb13, (impl scr-v sbm 3.7mm 3.5m m 13mm), for evaluation. Visual evaluation was performed; a fracture has been identified on the implants collar. Device history record (DHR) review was completed for the subject lot number 0404184. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 0404184, for similar events and one other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.